Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a question on auto off alarm of the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer the auto off feature and suggested to discuss it with health care provider if the alarm is necessary or not. No further assistance was needed.